Manufacturer narrative:
(B)(4).

Event description:
This patient expired right after implant of this system. The patient was very sick before the implant and qualified for a bi-v system but the physician felt that a bi-v implant would have taken too long for the patient. Upon closing the pocket, the patient had pulseless electrical activity and a code was called. After several CPR and shock attempts (externally) the patient expired. At this time the system remains in the patient. There are no known complaints against this system. Should additional information be received, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.